Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 4.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 63071003. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63071003) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 4.5 years.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (tsvtb10) was removed due to fracture. Patient was complaining that crown being loose on the implant site. Crown was removed and noticed implant had fractured at tooth location 3.